Manufacturer narrative:
(B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation and/or device history review, a supplemental report will be filed.

Event description:
It was reported that the extension tubing of a bd pegasus¿ safety closed IV catheter system was broken and leaked. There was no report of exposure, injury or medical intervention.

Manufacturer narrative:
Investigation results: a sample was received for the purpose of our investigation. The investigators were able to observe the reported failure mode visually and microscopically in the sample provided. The batch record was reviewed, no related abnormalities were found. Our investigators noted that the tubing had an indentation that appeared to be caused by the slide clamp. Another part of the tubing was subjected to a clamp test 30, applying the clamp 30 times, no abnormality was found to result from this testing. Additionally investigators measured that remaining parameters of the tubing and found them to be conforming with product specifications. Because the failure mode could not be duplicated our investigators could not finalize the root cause, but it is believed to be related to the design on the design of the slide clamp and the possibly variation in the material used in the fabrication of the tubing. No formal corrective action is required.